Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect has not been received by the manufacturer at the time of this report. It is unknown if the device is available for investigation. Teleflex has requested this information from the customer. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. No corrective action can be established at this time. To perform a proper investigation to confirm the complaint, determine the source of defect reported and any corresponding corrective actions, it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the tightening ring of the aquapak is fragile and splits easily. This therefore creates an oxygen leak and therefore a lack of oxygen supply for the patient." There was no report of patient harm. There was no report of necessary medical intervention.